Event description:
It was reported that on (B)(6) 2026, the tip of the drill bit broke while drilling during an open reduction internal fixation (orif) surgery on the metacarpal base. As a result, the broken drill bit remained embedded in the patient, as removal would have required extracting previously inserted screws and plate. The surgery was completed successfully with no surgical delay. Post-operatively, concerns were raised regarding the impact of the retained drill bit on MRI imaging, and the surgeon questioned whether there were any quality issues with the drill bit, noting no excessive force was applied during use.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.